Event description:
It was reported to depuy acromed that a doc outer bone screw broke post-operatively. It was initially implanted in 1999. Recent x-rays revealed that the screw broke at the flanges and is now backing out of the plate. The patient is experiencing pain in the arm. The screw has not been removed. There were no other adverse consequences to the patient. The screw was not explanted so an evaluation of the device could not be performed.